Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a female myocardial infarction patient was in the cath lab having an intra-aortic balloon (iab) placed. The super arrow-flex (saf) sheath was placed via the left femoral artery. The md followed the instructions for use, but when he tried to advance the catheter through the saf sheath, he met resistance. The iab and sheath were removed together. A new kit was opened and used successfully via the same insertion site. There was a 10 minute delay in therapy. There was no harmful outcome to the patient, patient is listed as "fine."